Event description:
It was reported that there was a withdrawal. It was noted that the patient had been hospitalized since 2014 (B)(6) and had to have an emergency surgery on their stomach. The reason for the hospitalization was reported not to be related to the patient¿s pump therapy. It was noted that the patient believed that their pump was ¿disconnected¿ at the surgery and was now not doing anything. It was noted that the patient had withdrawal symptoms, withdrawal started around ¿(B)(6).¿ it was noted that the patient did not know all of their symptoms but the patient was not able to sleep. Patient was scheduled for a pump refill on 2014 (B)(6). It was unknown what the pump system was infusing. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).